Manufacturer narrative:
Type of device, name, corrected data: programming software. The suspect device name was provided as programming computer in the initial MDR. However product analysis determined that the suspect device was programming software, which was inadvertently left out in the supplemental MDR #1.

Manufacturer narrative:
.

Event description:
It was reported that the physician's programming tablet was upgraded by a field technician without issue. However, when a demo device was interrogated successfully, there was no sound cue emitted from the tablet to indicate interrogation successful. It is unknown if the interrogation successful cue sound was ever heard prior to the upgrade process. The tablet was received for analysis but it has not been completed yet.

Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. No hardware anomalies associated with the tablet were identified during the analysis. During the analysis it was confirmed that the tablet would not emit a completion noise following an interrogation. The cause for the anomaly is associated with the device driver not being properly installed during the os installation. This anomaly is a known issue, and is addressed in the upgrade procedure. Reinstalling the os is the recommended fix for this condition. No further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.